Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that she had discomfort in her neck where the wires were coiled. The patient stated this had been bothering her since implant but she thought it was part of the healing process. No external or patient factors were noted to have contributed to the issue. No other diagnostics were performed. The healthcare provider was planning to do a revision surgery to adjust the wires so they wouldn¿t be causing discomfort in the neck area, but it had not yet been scheduled. The issue was not resolved at the time of the report. No device issues reported.